Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 18 reports, regarding 19 devices, for this device family and failure mode. During this same time frame 564,152 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward ¿cervical¿ cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used on (B)(6) 23 during a total hysterectomy and that ¿it was a difficult case. Dr. Was using harmonic during colpotomy and while cauterizing, the vcare cup started to sheer off into the patient. They irrigated, but it is not radiopaque so they were concerned for misc. Morsels" & "very chewed up". There was no impact or injury to the patient. The procedure was completed without an alternate device. Suction irrigation was used to pick up pieces. This report is being raised on the basis of injury due to fragmentation possibly left in the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2023 during a total hysterectomy and that ¿it was a difficult case. Dr. Was using harmonic during colpotomy and while cauterizing, the vcare cup started to sheer off into the patient. They irrigated, but it is not radiopaque so they were concerned for misc. Morsels" & "very chewed up". There was no impact or injury to the patient. The procedure was completed without an alternate device. Suction irrigation was used to pick up pieces. This report is being raised on the basis of injury due to fragmentation possibly left in the patient.